Event description:
It was reported that that patient presented for an implant procedure of the right atrial (ra) lead. During the procedure, it was noted that the lead was implanted with x-ray guidance and dislodged, due to suspected helix issues, when withdrawing the stylet. The issue persisted when attempting to reposition the lead. The physician completed the procedure successfully with a replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The helix was measured to be within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with blood.